Event description:
The hosp reported that during preparation for multiple artery bypass graft procedures, six heartstring seals cracked and unraveled at the distal end while loading the seals into the delivery tube. The surgeon used a replacement hearstring seal to complete the procedures. No pt complications were reported by the hosp.